Event description:
It was reported that the pump was alarming, the cassette was removed and reattached. The patient was instructed to remove the batteries and restart the pump. The pump was then running correctly. Pump now displays res. Volume empty in 29hours and 2 minutes. Patient was instructed to call back with any other pump questions or concerns. No additional information available